Manufacturer narrative:
The reported event of balloon inflation issue was confirmed. As received, the balloon was found to be ruptured at the center area of latex around circumference and inverted to distal side. After pulling the inverted balloon back to proximal side, both ruptured edges were not appeared to have the same shape. Noted that the balloon accidentally got torn while a person from the distributor was checking the balloon integrity after the device was returned to the distributor site. Balloon inflation lumen was further tested, and leakage was detected at the joint between backform and balloon inflation extension tube. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from catheter body, balloon and returned syringe. Further evaluation regarding supplier related quality issues is under investigation. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the balloon of a swan ganz catheter could not maintain the inflation during use. After the device was returned to the distributor site, the balloon accidentally got torn while a person from the distributor was checking the balloon integrity. There were no patient complications reported. Date of event is unknown.